Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection of lung, they connected reload to the device. The surgeon fired the device, however, the handle was stiff and a crack sound was heard, and they could not fire the device any more. The surgeon confirmed the firing was stopped at the almost distal end of the cartridge then returned the knife to the initial position at once. They replaced the handle and reload. The surgeon fired 3 shots and 2 firings were successful. After the surgeon fired the third one, he tried to return the knife to the initial position, however, the black release button stopped on the halfway. The surgeon re-tried to pull the black release button back, and then a crack sound was heard and could pull the black release button back to the initial position. The surgical time was extended by more than 30 minutes. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The cover tube had been forced proximally on the reload adapter causing it to ramp over the alignment detent on the adapter. There was damage on the reload alignment detent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product. Replication of the secondary rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load. A product enhancement has been implemented to prevent this condition from recurring. However, the investigation detected a secondary condition of rotated cover tube that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.